Event description:
It was reported that on (B)(6) 2008, the patient underwent a stenting procedure in the saphenous vein graft with one 4.0 x 15 mm xience v stent. On (B)(6) 2011, the patient expired. The death was discovered through a social security death index search. The cause of death is currently unknown. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported product deficiency. The reported death is listed in the xience v instructions for use (IFU) as a known adverse event associated with coronary stenting. It should be noted that the IFU states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28mm) with reference vessel diameters of 2.25 mm to 4.25 mm. The implantation of the stent in a saphenous vein graft (svg) does not appear to have directly caused or contributed to the reported patient effect. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.